Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert was displayed. Data was evaluated and the allegation was not confirmed on the reported date of issue. The probable cause could not be determined. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration on a separate date. No injury or medical intervention was reported.